Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a monarc subfascial hammock on (B)(6) 2005, to treat her stress urinary incontinence. It was alleged the plaintiff, "suffered severe, debilitating, and permanent bodily injuries, inflammation, and significant mental and physical pain and suffering." It was additionally alleged the plaintiff underwent "corrective surgery and hospitalization," "extensive medical treatment, including but not limited to, operations to locate and remove the product, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and vagina, and operations to remove portions of the female genitalia."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated anda f/u report will be sent.